Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete a baseline) has been confirmed. Upon investigation electrode belt was unable to communicate with a monitor. The cause of the failure was isolated to a damaged trunk cable connector, j702 on the distribution node pca. The j702 connector was pulled from the pca. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete a baseline recording during a patient fitting.